Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called and reported that a visit to a new clinic had informed her that the device appeared to not have been implanted properly. The patient was convinced to have the device removed. Additionally, the patient reported feeling tingling sensations while the device ran tests and experiencing chest pain, palpitations and difficulty breathing. Technical services (ts) advised the patient to consult the physician about device changes and further device evaluation. Subsequent additional information was received from the local field representative that stated that a full system explant had been scheduled in may, however, the procedure was cancelled due to patient feeling scared. Additional information was received from the physician that stated the patient visited the emergency room (ER) due to pain, discomfort, edema, swelling and inflammation after having self-extracted this ICD device and right ventricular (rv) lead a few days prior. An echocardiogram was taken an found no complications and the ICD system had fully been extracted. Data analysis was performed, and the results showed that the device had recorded codes 1005, 1004 and 1007 that indicated open circuit conditions that followed by short circuit condition during shock delivery which led to subsequent charge time out due to pulse generator (pg) damage (fuse) due to the shorted lead possibly during when the patient self-extracted the system. The patient was admitted for further evaluation and care. No additional adverse patient effects were reported. The ICD and rv lead were returned to facility.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted that the lead was returned in two segments, having been torn around the circumference about 26 millimeters (mm) from the terminal end. Measurements of the lead segments found that a portion of the lead was not returned. The helix was partially extended and there was dried blood and tissue within the helix housing. Visual inspection also noted coil deformation and a cut in the insulation likely due to explant damage. The lead body was extremely curled up and the high voltage cable conductor had been pulled to the point of fracture near the proximal stake. This type of damage is consistent with being pulled with force and let go. Analysis observed an arc mark/melting on the high voltage shock coil. In this case, we believe that based on the reported clinical observations and the laboratory findings, the fracture characteristics are consistent with the lead being pulled with force, likely as the patient was removing it from their body. Since the associated device was not programmed off, it is possible a shock was attempted due to detection of non-physiologic noise, resulting in the arc mark/melting on the high voltage shock coil. Analysis of the associated device is ongoing; however, visual inspection has been completed, and a corresponding arc mark was noted on the device case. It was concluded this lead damage was incurred during the reported self-extraction.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called and reported that a visit to a new clinic had informed her that the device appeared to not have been implanted properly. The patient was convinced to have the device removed. Additionally, the patient reported feeling tingling sensations while the device ran tests and experiencing chest pain, palpitations and difficulty breathing. Technical services (ts) advised the patient to consult the physician about device changes and further device evaluation. Subsequent additional information was received from the local field representative that stated that a full system explant had been scheduled in may, however, the procedure was cancelled due to patient feeling scared. Additional information was received from the physician that stated the patient visited the emergency room (ER) due to pain, discomfort, edema, swelling and inflammation after having self extracted this ICD device and right ventricular (rv) lead a few days prior. An echocardiogram was taken an found no complications and the ICD system had fully been extracted. Data analysis was performed, and the results showed that the device had recorded codes 1005, 1004 and 1007 that indicated open circuit conditions that followed by short circuit condition during shock delivery which led to subsequent charge time out due to pulse generator (pg) damage (fuse) due to the shorted lead possibly during when the patient self-extracted the system. The patient was admitted for further evaluation and care. No additional adverse patient effects were reported. The ICD and rv lead were returned to facility.